Manufacturer narrative:
Event was reported to have occurred on an unreported date from (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced repeated peritonitis which was manifested by emesis and diarrhea. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for treatment until effluent became clear. About 10 days later, the patient experienced cloudy effluent again and the patient was treated with unspecified anti-inflammatory drug (dose route frequency and duration were not reported) for treatment. At the time of this report, the patient was recovered from the events. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow up.